Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was visually inspected at 18" distance with the unaided eye and inspected under microscope. The lens was found with fibers and particles that could be related to handling the lens during the implant and removal process. The lens was observed with one of the haptics distorted that could be related to the handling of the lens during the insertion process. The initial report specified that the intraocular lens was completely inserted and removed due to patient "conule" (patient anatomy). Result code operational was selected as there were no defects found in the returned lens sample and lens was not removed from the patient's eye due to a reported lens problem. A review of the manufacturing records was performed. During the manufacturing process, lenses are measured for iol diopter power, resolution, and contrast. At the final inspection process, the lenses are 100% inspected at 10x microscope magnification. Based on the manufacturing record review, no deviation or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that intraocular lens (iol) was implanted but removed, due to patient anatomy issue of left eye. Incision was enlarged and vitrectomy was performed. A replacement lens was placed, replacement lens is a non-amo model. No patient complications were reported. Patient outcome was asked but not provided. No further information has been provided.